Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Device evaluation: a sample was available for evaluation. A visual inspection revealed no abnormalities. A functional flow test and pressure test at 8 psi were performed, revealing no abnormalities. The reported condition was not confirmed. The root cause was not identified.

Event description:
The facility's senior buyer reported to baxter (B)(4) that a micro volume extension set had blockage in the line. It is unknown when this occurred. There was no report of patient involvement, patient injury, and medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.